Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that during the procedure the surgeon was using the tristar trocars and during instrument exchanges the seal ripped causing pneumo loss. There was no consequence to the pt.